Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated interstim was helping in the beginning but then she got a urinary tract infection (uti), got that cleared up, it worked for a while again then stopped working. Patient was leaking a lot and going through a lot of pads. Patient stated she has tried all 4 programs, has been changing programs and increasing and decreasing; she has success after changing the setting, for 3-4-5 days but once her bladder adjusts then it starts acting crazy again. Patient stated she has been trying to make an appointment to see the health care provider (hcp) or to speak with the hcp but the doctor¿s office told her she could not see or speak with the hcp until after she meets with the manufacturer representative. The patient stated it helped for 2-3 weeks: stopped working/ leaking a lot (bladder going crazy). The patient reported their therapy was not working as expected. The patient indicated he/she would like to meet with a representative for a device check and/or programming. The patient reported loss of therapeutic effect. The patient called a day later that she has appointment today to see representative at 1:00. Additional information reported later indicated that the uti has been resolved but still leaking moderate to excessive. The patient was on antibiotics for the uti and had tried changing the channel and the volume to no avail. The fact that the patient had tried everything to minimize the leakage including not drinking enough water decreased their activity level and made changes to the device worked only temporarily. The patient stated she was not getting the help she needed. The interventions performed as reported later was to educate patient on how to use the programmer seemed to fix the issue. The patient was indicated for bowel dysfunctions/sacral nerve stim gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.